Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low results generated by the unicel dxc 600 pro synchron clinical system for several ise assays. The erroneous results were reported out of the lab. Customer recalibrated the ise system, performed qc and re-tested samples with low results. Repeated results were higher, and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours followed by a qc run. Prior to this event, ise qc results were within the lab's established ranges. A field service engineer (fse) replaced the mc sample probe, the sodium reference electrode and calcium electrode tip. Upon recur treatment could be initiated or withheld based on the erroneous results of pivotal chemistries that may cause or contribute to serious injury to the patient. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.